Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump was alarming insulin flow blocked. Her blood glucose was 431 mg/dl. She said that she changed her set and noticed that she had a bent infusion set. The customer mentioned that she changed 3 sets because of the alarm. During the insulin flow blocked alarm during basal/bolus/fill cannula troubleshooting, the customer was advised that the alarm was caused by an infusion/reservoir connection and that she needed to replace them both. The reservoir is not returning for analysis.